Manufacturer narrative:
A review of the aquabeam system's log file was conducted, which confirmed that there were no malfunctions related to the reported event. The review indicated that the system functioned as designed. A review of the device history record (DHR) was conducted for lot number 18c00148, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met specifications when released for distribution. A review of similar complaints was conducted, which confirmed no other similar have been reported on lot number 18c00148. The aquabeam system instructions for use (IFU), ifu320301, lists "bleeding" as a potential perioperative risk of the aquablation procedure. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male underwent aquablation procedure, it was noted that intubation for general anesthesia was difficult (the patient is over 300lbs). After the procedure, a 18fr foley catheter was inserted and the color was light pink before the patient was transferred to the post-anesthesia care unit (pacu). Due to the redness of the catheter, the patient was brought back to the operating room, there was no major or significant bleeding observed cystoscopically, just ooze and a very small bleed at 1 o'clock near the top of the bladder neck. A few small clots were evacuated before extensive cautery to the prostate and bladder neck surface. The patient was transferred back to the pacu with a clear 20fr foley catheter. Approximately 1.5 hours later, the patient was brought back to the operating room again for diathermy. It was reported that the patient was doing well afterwards and no further sequalae was reported.